Event description:
Reportedly, during device set up, a "high f1o2" alarm occurred. After the ventilator was calibrated, an "o2 sensor error" alarm occurred. This experience occurred repeatedly despite multiple calibration attempts. Upon replacing the oxygen sensor, this issue was resolved. There was no patient involvement.